Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 - component code is being corrected to "tube 525" and medical device problem code is being corrected to ". 4048 (failure to clean)". Additional information added to field h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, the foreign material could be a cardboard piece. There was no breakage on the water filter. The foreign material that remained in the water filter tube was likely entered during the replacement of the water filter, and the suggested event occurred. However, a definitive root cause could not be identified. In speaking with the customer, the field service engineer advised the customer to change the filter prior to use and return the device for evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the reprocessor had debris come from tubing above internal water filter after the water filter was changed. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.